Event description:
It was reported that patient enrolled in clinical study, and underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, study reports patient experienced pain and elevated metal ion levels, but pain has subsided. No revision procedure has been planned. No further information has been provided.

Manufacturer narrative:
Device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01376 / 01377).